Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic has a deep scrape/scuff mark in the shape of an instrument used to grasp the lens was observed on the posterior side near the central optic zone. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The file indicated that the multifocal toric 2.25cyl 19.5 diopter lens model was exchanged for a monofocal non-toric non-company lens model. Due to the exchange of a multifocal toric lens to a monofocal non-toric lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the intraocular lens (iol) was exchanged for another company lens 4 months following the initial implant procedure. Additional information was received and stated that explanted iol due to refractive surprise but the reason was unknown.